Manufacturer narrative:
Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.

Event description:
It was reported that a fragment from a reliance lite t- handle, quick connect fractured off intra-operatively and fell into the surgical field. The fragment was removed from the surgical field and the procedure was completed successfully with no surgical delay and no adverse consequence to the patient.